Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Distal stent struts were damaged; they were lifted from the stent profile and pushed back in a proximal direction. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to event. The undamaged section of the crimped stent od (outer diameter) was measured and the result was 0.0445'' which is less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 24 synergy¿ drug-eluting stent, the stent detached during removal of the stent cover. The device never entered the patient's body and the procedure was completed with another 4.00 x 24 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 24 synergy¿ drug-eluting stent, the stent detached during removal of the stent cover. The device never entered the patient's body and the procedure was completed with another 4.00 x 24 synergy¿ stent. No patient complications were reported and the patient's status was good.